Event description:
A malfunction occurred on a customer's pump, but no notable events were reported prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to the customer on how to reset the pump and assisted with the reset process. No additional actions were reported.